Event description:
A malfunction alarm identified as alarm 20 was reported during the cartridge loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge with assistance, but the alarm persisted, leading to a decision to replace the pump. The pump was confirmed to be under warranty, and the customer was instructed to use a backup insulin pump until the replacement arrived. The technical support team confirmed the shipping address, and the customer was advised to put the faulty pump into storage mode before returning it with a pre-paid label within ten days.